Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b5: describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the customer found that the negative pressure of the blood collection tube was insufficient, and she did not draw enough blood. There was no report of impact to patient or user. H6: investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the customer found that the negative pressure of the blood collection tube was insufficient, and she did not draw enough blood. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found that the negative pressure of the blood collection tube was insufficient, and she did not draw enough blood. There was no report of impact to patient or user.